Event description:
The device was being used to perform routine pt monitoring. According to the reporter, the batteries used with the device showed to be at full capacity on the device screen. After approx 15 minutes one battery became fully depleted and the device switched to operate on the second battery. After 15 minutes this battery became fully depleted and the device power shut off. The reporter stated that there was no adverse affect to the pt resulting from the event.